Event description:
On (B)(6) 2009, the patient stated that when he changes the insulin cartridge the piston rod will not go all the way down the chamber in the infusion device. The piston rob stops halfway through and causes the infusion device to display the e-10 error. With multiple attempts and tapping on the infusion device he is eventually able to completely change the insulin cartridge. Insulin has spilled in the insulin cartridge chamber in the infusion device. The patient shook the spilled insulin out of the infusion device. The patient continued using the infusion device and has problems with the piston rod ever since the insulin was spilled in the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.